Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion event on (B)(6) 2025. The blockage was in the tubing. The patient saw blood in the tubing. The patient replaced infusion set and resumed insulin. No further information available.